Event description:
The report stated that the pt appeared to be having difficulty exhaling and was placed on another ventilator. The hosp stated that there was no pt injury, no vital sign changes. The pt has since been transferred to another hosp and is off of ventilatory support.